Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 160-161 mg/dl.